Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events of bent cannula with two infusion set 3 or more hours after insertion from (B)(6) 2024. The site of insertion was in the abdomen or thigh, which was regularly rotated. No further information available.

Manufacturer narrative:
Device 2 of 2. E1: patient country: united states.